Manufacturer narrative:
Follow up #2: evaluation.

Manufacturer narrative:
All the involved personnel is duly trained and instrument calibration and machine maintenance status is in compliance. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A registered nurse at the user facility reported that three (3) hours into a four (4) hour treatment, a fresenius crit-line blood chamber completely disconnected from a gambro revaclear dialyzer and 200 cubic centimeters (cc) of blood was lost. Treatment was stopped and the crit-line blood chamber was replaced with a new one. The patient completed treatment without any ill effects, adverse events or medical intervention. The machine was not removed from service following this incident. No samples were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation, therefore a root cause of the alleged event could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse at the user facility reported that three (3) hours into a four (4) hour treatment, a fresenius crit-line blood chamber completely disconnected from a gambro revaclear dialyzer and 200 cubic centimeters (cc) of blood was lost. Treatment was stopped and the crit-line blood chamber was replaced with a new one. The patient completed treatment without any ill effects, adverse events or medical intervention. The machine was not removed from service following this incident. No samples were available to be returned to the manufacturer for evaluation.